Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a filter leak when infusing an unspecified medication. The events are occurring in the nicu.

Manufacturer narrative:
The customer¿s report of ¿filter leaked¿ was confirmed. No anomalies were observed upon initial visual inspection. Functional testing confirmed leaking from the top air vent of the 0.2 micron filter. The root cause of the observed leak is due to a wetted out filter vent membrane. The cause of the wetted out filter vent membrane is unknown.